Event description:
It was reported that a patient underwent an unknown procedure on 10/31/2023 and suture clips were used. The clip could not be closed on the suture. Another device was used to complete the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # : (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide the applier product code and lot number? The applier product code is ka200 and lot number is unknown. Please confirm if there is an issue with the applier? No. Were you able to lock the clip closed on the suture? No. Was the applier checked for damaged (jaws straight and aligned)? Yes, there is no damage. The following information was requested, but unavailable: what suture type and size was used? When the event occurred, was the suture placed near the hinge of the clip? If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? A manufacturing record evaluation was performed for the finished device sl2blb/xc20002 and no non conformances/ manufacturing irregularities related to the malfunction were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/29/2023. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned sample determined that the xc200 cartridge was received with one top foil and a reload with one loose clip and one clip loaded. However, the clip was moved inside of the cartridge; due to improper handling of the clips. The clip was accommodated in the reload and loaded on a test device, also the loose clip was loaded manually and tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed clips as intended. Due to the condition of the sample, the reported complaint was confirmed by an external cause as improper handling. Ensure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. Please reference the instruction for use for more information. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.